Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies to the pump and instead (B)(4) applies to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-feb-06 from a healthcare professional reported healthcare professional discussed with the patient that this event (increased spasticity) did not happen. No further information was received.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 500mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2016 there was a change in therapy effect. The symptoms reported was increased spasticity. It was noted symptoms started around the time patient had an magnetic resonance imaging (MRI) back on (B)(6) 2016. It was noted logs were checked and showed a stall and recovery as expected on that date and no other unusual logs. It was reviewed they could consider checking the reservoir volume to see if it is accurate. It was noted as a sudden change in therapy. Troubleshooting/results performed during the call included checking the logs. It was unknown at this point if there's any system issue. No further information was reported.